Event description:
During evaluation of a returned device, it was observed that the check valve of a continu-flo solution set was incorrectly assembled in the wrong orientation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Ext. (B)(6). The device was received for evaluation. A visual inspection was performed, and it was noted that the nypro check valve was assembled in the wrong orientation. The reported condition was verified. The cause of the condition could be attributed an incorrect manual assembly. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.